Event description:
The customer stated that he woke up and the insulin pump had a blank display. The customer inserted a new battery, but the display remained blank. The customer also reported weak battery alarms when inserting new batteries. The customer had to revert to a back up plan. The customer reported a blood glucose reading of 350 mg/dl at the time of the call. A new battery cap was sent to the customer to try to resolve the issue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.